Event description:
It was reported that the patient presented in the holding room post-procedure. Upon interrogation, it was noted that the right ventricle (rv) lead was failing to capture. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examinations of the lead were normal, with no anomalies found.